Event description:
It was reported that a spectrum infusion pump had an unspecified alarm. During baxter's evaluation of a spectrum pump, the device displayed a close door alarm when the door was already closed. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the close door message caused a failed upper hook switch on the upper auxiliary assembly. The upper auxiliary assembly was replaced.